Event description:
A plasma fraction product (prothrombin factor) was transfused to a pt in the system using the pt subsystem, pt registry function, reguisition products subfunction. When the expiration date of the unit was entered into the system, the tech was not warned that the expiration date entered had expired and was therefore invalid. Upon further investigation, it was found that when the user-definable hemocare system control records are set in a specific manner and under certain circumstances, then requisition products in pt registry allows the release/transfusion of expired products without warning. This is applicable to products defined as plasma fraction products only. Products defined as blood components in the system receive a warning message if the product has expired.